Event description:
The customer biomed reported the nurse saw the spo2 drop on the monitor, but no alarm occurred. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.